Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and the patient luer connector line assembly at the vinyl y-junction was observed missing. The reported condition was verified. The cause of the condition was a manual assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y-set was missing a connector and a cap on the drain bag. This was further described as when the reporter ¿opened the outer bag and tried to use the y set, it turned out that there was no y-shaped side of the line.¿ this was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.